Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"This is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation." Report from the sales representative: urology-unknown procedure - "the septum damaged and came off into the patient cavity without inserting any instruments while inserting the trocar with the obturator. Although the sales rep was checking whether the incident occurred without inserting any instruments through his dealer, he was not likely to be able to confirm the fact." Please refer to septum check list for the situation of the incident. Initial investigation report by (B)(6) : "the event unit was returned to olympus and visually inspected. The septum was found to be damaged and missing a portion. The retuned septum portion(size approx. 12.5mm×10.7mm) almost matched to the missing part in shape. The portion had the mark in the contact with an object. The shield was found to be missing a portion (not reported by the facility). The shield portion matched to the missing part was not returned. No visible damage was observed with the ddb. The unit will be returned to amr for further evaluation. (B)(4)." Patient status - "no patient injury"

Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation with a rubber fragment. Upon inspection, engineering confirmed that the septum, an internal rubber component of the seal, had been damaged and fragmented. The rubber fragment that was returned with the event unit matched the missing portion on the septum. Damage was also observed on the shield, a clear internal component of the seal. The likely root cause of the damage to the seal components is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary to ensure the performance and safety of its products.

Event description:
Additional information received from the distributor on november 11, 2016: "when inserting the trocar with the obturator, the portion of the septum came off without inserting any instruments"